Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (back) and the cannula appeared bent. The pod was reportedly leaking and a new pod was applied.

Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. The soft cannula was not observed to be bent or kinked. A tear was observed on the external portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined.